Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging the black pulse wire inside the receptacle. The root cause of the damaged receptacle and wire is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on the monitor was damaged.